Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the reservoir was still bloated after 24 hours of infusion. The nurse disconnected the device from the patient, and found that the fluid was flowing properly from the device. There was no blockage of the tubing noted. There was no patient injury or medical intervention associated with this event. No additional information is available.